Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2023, where only the t12-l1 lead was explanted and replaced with a new one. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-05033. It was reported that patient's incision at the lead site had a opening and a loop of lead protruding out. Surgical intervention is planned at a later date to address the issue.